Manufacturer narrative:
The partial lead was returned in segments. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that no conductor fracture or insulation breached in-vvo was observed on partial lead received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2006; 407645 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high pacing impedance and a lead fracture. The lead was programmed off, and then partially explanted and replaced. No patient complications have been reported as a result of this event.